Event description:
It was reported that there was an issue with po888 - disp.sciss.shaft metzenbaum d:5mm/310mm via information recieved from MDR (B)(4). According to the complaint description, the packaging for the device shredded upon opening. The product was then contaminated and another pair was used instead. The procedure was a laparoscopic roux-en-y gastric bypass surgery. Patient harm was unknown. Additional details have been requested. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.